Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced a no audio condition at power on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio. No additional information is available.